Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged damage in battery and reservoir compartment and also reported retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Pump functionality has not been affected. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with cracked case at battery tube side and partially broken retainer. No damage noted on the reservoir tube. The following were noted during visual inspection: minor scratched display window, cracked lcd window display, scratched case, cracked battery tube threads, cracked case at corner of belt clip rails, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select button, and faded serial number label. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage-retainer ring damage confirmed. Cosmetic damage- damage reservoir tube not confirmed. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.